Event description:
Additional information received reported that that since last information was received ((B)(6) 2016), the pump system had been remov ed. It was noted that the patient was still in the hospital. Aunt of patient was not willing to provide further information.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for severe spasticity. Information omitted pertaining to manufacturer report 3007566237-2016-04421 - delirium/p ain/spasm life-threatening w/d and manufacturer report 3007566237-2016-04423 - delirium/pain; cath replaced. It was reported that after surgery for the catheter replacement, the patient ended up getting meningitis from a spinal leak, now he was on antibiotics that were not helping the delirium and the catheter had to be replaced again. The wounds were not healing and the patient¿s mental state was declining. No one had answers. The patient felt he would never get better and just wanted to die. It was stated that no one knew what to do, they just wanted to keep shuffling him around. The patient had been suffering for months. The patient was not stable enough to be at home and has been in the hospital.